Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced sensor failure prompting early sensor removal. After the sensor was taken out, the patient observed a foul odor and pus at the site of the needle puncture. That same day, she visited an urgent care clinic, where the attending doctor examined the area, noted an infection, and she was discharged home with a prescription for oral antibiotics (name and tablets not specified, to be taken twice daily) as well as a topical antibiotic cream (to be applied three times daily). At the time of the report, the site showed improvement, yet she still experienced soreness in that area. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).